Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0433c, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the implanted system was explanted due to infection. It was noted that the system was removed months ago. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received later indicated that patient was doing fine with the new implant.